Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator fell off and the screen is blank. The customer reported the device was not in use on patient.

Manufacturer narrative:
Follow-up: the customer replaced the user interface assembly to address the reported issue.